Manufacturer narrative:
The tech replaced the bent drive brake spring, thrust bearings and cleaned the drive assembly to repair the bed.

Event description:
Info received indicates the hi/low function is drifting.